Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the device was non-repairable. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.